Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. The analyst noted the ventricular tachycardia (vt) episode recorded showed high amplitude electrogram from suspected oversensing and some clipping of the electrogram signal. (B)(4).

Event description:
It was reported that the device registered a ventricular tachycardia (vt) episode which exhibited a strange waveform. It was questioned whether this was a real vt episode or oversensing noise that appeared as a vt rhythm. The device remains in use. No patient complications have been reported as a result of this event.